Event description:
During surgical procedure, surgeon identified that the suture-needle in use was missing the tip of the needle. Surgeon cord scrub nurse unable to locate needle tip. The identification of the suture + needle used 2-0 vicryl (undyed) plus sh taper needle vcp 417.